Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not fully boot up, batteries not holding a charge) was conformed. Upon investigation the monitor would not power on past the splash screen, causing the monitor display to stay on. The display staying active caused the pt's batteries to lose charge more quickly than normal due to higher current consumption. The failure to fully power up was caused by a corrupt sd card. The root cause for the corrupt sd card could not be positively identified. No adverse event resulted from the corrupt sd card. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's monitor would not fully power up and the pt's battery packs were not holding a charge. The pt was issued a replacement monitor.